Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via telephone call that the insulin pump stopped working and alarmed for a failed battery test after a battery change. The customer did not recall the blood glucose reading. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. After cleaning the battery cap and inserting a new battery, the insulin pump alarmed again. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test and no low battery alert noted. The insulin pump was received with cracked reservoir tube lip, cracked reservoir tube and minor scratches on the display window noted.